Manufacturer narrative:
Additional information provided in d.9., h.3., h.6., h.11. The product was returned for analysis and the reported complaint "plunger bent" was observed. Iol was not returned. Only the device was returned the device was returned loose in the carton. The lock-out assembly has been removed. Viscoelastic is observed in the device. The plunger has been fully advanced outside the nozzle and is bent. Iol was not returned. The product investigation could not identify the root cause of the reported complaint "plunger bent while advancing the lens" as the lens was not returned. Only the device was returned for evaluation. Due to this, we are unable to confirm the lens and plunger positions during advancement and determine a root cause. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that during the intraocular lens (iol) implant procedure while advancing the lens, the plunger bent to the right. Additional information has been requested.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).